Event description:
Complainant alleged that during biomed testing, the device displayed inappropriately displayed "poor pad contact" and "defib pad short" message when using paddles. Complainant indicated that there was no pt involvement in the reported malfunction.